Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure they noticed that the vasoview hemopro 2 jaws would not open. The hemopro 2 was removed and the procedure was completed with a new hemopro 2. No patient injury was noted.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections--h4 corrected from 05/11/2022 to 05/12/2022. The device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the heater wire. The heater wire was observed to be intact with no visual defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws of the device. The jaws of the device would not open and close. They remained in the open position. No electrical testing was conducted due to the condition of the jaws. An engineering evaluation was conducted. The complaint device was connected to the complaint lab's hemopro power supply, (c-vh-3010), hemopro 2 adaptor (c-vh-4020) and the hemopro 2 extension cable (c-vh-4030). The on/off power switch on the hemopro 2 power supply )c-vh-3010) was moved to the on position. The thumb toggle on the handle of the complaint vh-4000 hemopro 2 was pulled back to the activation (power on) position. The heating element on the jaws heated up but the jaws did not close as expected. Next the complaint vh-4000 hemopro 2 handle was opened to determine the cause of the jaws remaining stuck in the open position. It was observed that the collar had completely come off the yoke rod. This resulted in the breaking of the mechanical link between thumb toggle and the jaws of the complaint device. Based on the returned condition of the device, the evaluation results as well as the engineering evaluation results, the reported failure "mechanical problem; jaws" was confirmed. The lot #3000241241 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a